Manufacturer narrative:
Investigation summary: received one (1) used. List # 142730490, plum 150 ml burette set with one (1) used. List # unknown, bag spike adaptor w/ spiros connected to one (1) used. List # unknown, bag spike w/ clave for evaluation. As received the secondary port clave from the top of the burette was separated and bent from the port. Stress marks and a rigid break were observed on the clave and on the tubing in the port. The complaint of broken clave can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in in which it was stated in the report that the clave broke. Event was noted during infusion. There was patient involvement, but no patient harmed. The type of break and the effect of the breakage was not stated. ICU medical's sample investigation clarified that the break breached the fluid path and leakage would be probable.